Event description:
The user facility reported a patient experiencing an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and lost pulses in the right distal limb. The impella cp was placed via the right femoral artery and during support, pulses became absent. The leg was cold and after 17 hours of support the impella cp pump was removed at bedside, and the patient was transported to the operating room for venous-arterial extra-corporeal membrane oxygenation. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.